Manufacturer narrative:
Based on the information provided, the cause of the reported operative complications cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs for the procedure date of (B)(6) 2022 has been performed by an isi post market surveillance specialist and the following was observed: no relevant errors were observed during this procedure. Additionally, all multi-use instruments used in the case have been used in subsequent procedures. No image or video clip for the reported event was submitted for review. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Product is not implantable. It is unknown if the initial reporter submitted a report to the FDA. .

Event description:
It was reported that during a da vinci-assisted renal cyst decortication surgical procedure, there were adhesions and bleeding which required the surgeon to convert to traditional laparoscopic surgery. Later, more bleeding occurred during the traditional laparoscopic surgery and as a result, the surgeon elected to convert to open surgery. The patient reportedly required three units of blood to be transfused due to this event. Intuitive surgical, inc. (Isi) performed multiple follow-up attempts to obtain additional information. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported operative complications cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs for the procedure date of (B)(6) 2022 has been performed by an isi post market surveillance specialist and the following was observed: no relevant errors were observed during this procedure. Additionally, all multi-use instruments used in the case have been used in subsequent procedures. No image or video clip for the reported event was submitted for review. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Product is not implantable. It is unknown if the initial reporter submitted a report to the FDA. .

Event description:
It was reported that during a da vinci-assisted renal cyst decortication surgical procedure, there were adhesions and bleeding which required the surgeon to convert to traditional laparoscopic surgery. Later, more bleeding occurred during the traditional laparoscopic surgery and as a result, the surgeon elected to convert to open surgery. The patient reportedly required three units of blood to be transfused due to this event. Intuitive surgical, inc. (Isi) performed multiple follow-up attempts to obtain additional information. However, as of the date of this report, no further details have been received.